Manufacturer narrative:
The actual device was returned to the MFR for evaluation and a product investigation was performed . A visual inspection was performed and there was no evidence of dried fluid within the cassette compartment. A simulated treatment was completed without any alarms or problems. The valve actuation test and system air leak test passed. An internal, visual inspection found no discrepancies. Further evaluation found no device malfunctions that would have caused the reported peritonitis event. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material and process controls were within specifications. The patient's medical records were requested and had not been received at the time of this report. If the medical records should become available, a supplemental report will be submitted.

Event description:
The peritoneal dialysis (pd) nurse reported, the patient was diagnosed with fibrin and peritonitis. The patient was treated in ctr with heparin and his symptoms were resolved. The pd was not hospitalized for reported event.